Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case, there were connection issues between the main cart and the camera cart. The camera cart screen went black, the camera lights turned off, and the camera cart screen alternated between displaying a "connecting" message and an "unable to connect" message. It was unknown if there was a delay and patient impact. Additional information was received. It was reported that a manufacturer representative (rep) called while at the site to continue troubleshooting. The rep was able to recreate the issue. Technical services (ts) had the rep inspect the umbilical cord for damage and he found that the cord had a small lesion on it where something heavy might have rolled over it. The rep went into self-test and found that while the camera cart was still receiving power (the monitor was still on and the camera had both the green and amber lights), it had no communication to any of the internal components. Self-test stated, "ups connection lost". The rep was able to open up the back of the camera cart and see some of the connections and lights. He noted that there were flashing lights on all the connected ports of the o-ring except for the first one on the left. This port was the one that connects to the ethernet cord that runs through the interconnect cable. This indicated that communication through the ethernet cord portion of the cart-to-cart cable was not delivering information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735772, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the black screen. A13: applicable to the connection issues between the main cart and the camera cart. A1102: applicable to the "connecting" and "unable to connect" messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 and additional codes for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site continued the procedure without navigation. There was no impact on patient outcome.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no surgical delay.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that this was a cranial resection procedure.